Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor and sensor error. It was reported that the customer was advised to change transmitter because it was old. The customer's blood glucose level at the time of incident was in the 40mg/dl. The customer's most current level was 106mg/dl. The customer was assisted at home by paramedics. It was reported that the customer may have overcompensated for their carbs. The customer was advised to call when issues arise in order to troubleshoot.